Manufacturer narrative:
The device was returned for investigation. The clinical team confirmed that the hemolysis had no causal relationship with impella. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The impella cp was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) year-old japanese male patient had impella cp pump inserted in the right axillary for pre-op coronary artery bypass graft (CABG). It was reported that two-three hours after the impella device was inserted, the patient¿s lactate dehydrogenase and bilirubin levels increased along with bloody urine. The patient was diagnosed with hemolysis. Repositioning of the device was unsuccessful, and it was ultimately explanted. At the time of the event, the patient was not on ECMO. No further information was provided.